Event description:
It was reported that the lead was damaged during a device upgrade procedure. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the outer tubing overlay was melted. It was also noted that the defibrillator conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overly had cosmetic environmental stress cracking, the exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, there was tissue on the helix, and there was apparent explant damage.